Event description:
It was reported four years post filter placement, a follow up x-ray was performed which indicated a filter leg had fractured. No retrieval was attempted. The pt's condition is good and to date no further action has been taken. The filter remains implanted, therefore, no failure analysis will be available. Follow up indicated the pt was at 10 weeks estimated gestational age at the time of filter placement and had a normal spontaneous vaginal delivery of a healthy baby. This factor may have contributed to this event, however, the exact cause of this event cannot be determined.